Manufacturer narrative:
Lot number was identified upon receipt of subject device and added. Synthes manufacturing location was discovered upon receipt of subject device. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 472.114s - 9059280 manufacturing site: (B)(4), manufacturing date: 15.jul.2014, expiry date: 01.jul.2024, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The tip of the nail was strongly bent between the drill hole and the tip. The anodizing color is missed around the drill hole. A device history record review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The bending of the nail, which is required with 5 º ±1º was measured, with the result, that it does not meet the specification. The bending was too strong, and likely caused by application of a high mechanical pressure, since the anodizing color is missed in the region of the hole, where the bending is very strong. In the manufacturing process there is generally no mechanical pressure used after the anodizing process. Based on this the complaint is rated as confirmed but not as valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. We are not able to determine the exact reason for this reported problem, but it is likely that during the operation an application error may have taken place. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Device was not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the distal end of the nail bent during insertion. Intertrochanteric fixation through proximal femoral nail anti-rotation (pfna) nail. It was reported there was a forty-five to sixty minute delay. The patient condition is reported as fine. They used another nail to complete surgery. This is report 1 of 1 for (B)(4).